Manufacturer narrative:
B4.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.